Manufacturer narrative:
Review of the device log file revealed that error 8 was recorded once. This error indicates that vcap was unable to increase by at least 6.25 volts every 480 milliseconds throughout the charging cycle. Following this occurrence, the device successfully performed 41 monthly self-tests before a battery installation passed entry was recorded. The customer chose to acquire a new device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, a critical error 11 was observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.